Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat (B)(6) female patient, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the activity logs did not show any inappropriate shutdowns occurring. The logs did indicate low battery and shut down warnings. The device shut down due to a low battery condition, however the device properly issued low battery warning messages to the user. The report has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.